Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Functional testing, a review of the alarm log, and battery testing were conducted. Visual inspection identified a damaged latch roller. To address this issue, the latch roller was replaced. The device was restored to a good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged latch roller. No additional information is available.